Manufacturer narrative:
This event is confirmed as a use related error. The user facility reported that on (B)(6) 2018 they inadvertently implanted a ventralight st mesh that had a labeled expiry date of 07/28/2018. As reported the mesh was taken from the hospital inventory and the staff did not check the expiration date prior to implant. The expiration date is marked on each level of packaging. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.: remains implanted.

Event description:
It was reported that on (B)(6) 2018 the patient was implanted with an expired ventralight st mesh. As reported the mesh was taken from the hospital inventory. The staff did not check the expiration date prior to implant and the error was noted shortly after the procedure. The patient was treated with antibiotics as a precaution and is being monitored by the surgeon. There was no injury to the patient.